Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, when the surgeon tried to load the first clip into the jaws, the clip won't be placed in proper position. He/she removed the device from the cavity and tried to load it several times, but it gave the same result. The device was not used on the tissue. The number of the remaining clips was confirmed as 14 at the time. It was possible that the nurse who did a prior-to-use check of the device fired it once as a trial. The procedure was completed with another device. The surgical time was extended by less than 30 minutes. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with ten remaining clips. Visual inspection noted that the collar under the shaft cover was bent. The jaws were misaligned. During functional evaluation, the handle was cycled, and the clip ejected from the jaws unformed. The instrument was disassembled and the collar was found bent. Note that if firing a clip over another clip or other obstructions may result in bleeding and/or leakage and may damage the instrument jaws. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related condition. Replication of this condition may occur if the instrument is applied over an obstruction causing the jaws to misalign and damaging the component allowing the clips to eject from the device jaws unformed or malformed. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.